Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. An investigation into the root cause fro product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, when unpacking the sterile device packages when received at the medical facility, it was noted of the package was becoming unsealed. There was no patient harm or injury as the defect was noted upon receipt of the package and did not come into contact with a patient or sterile medical setting. It was reported the package is available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the pouch being torn (unsealed) cannot be confirmed as no sample was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage after the device left the manufacturing facility. A lot history records search revealed no quality issues or manufacturing deficiencies at the time of packaging. During the packaging process the pouch receives multiple 100 percent visual inspection for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).